Event description:
The sales representative reported a knee revision surgery due to surgeon election to resize insert. During the surgery the surgeon removed and replaced an omni tibial insert and retaining bolt.

Manufacturer narrative:
Evaluation summary: the implant was not returned for examination; therefore, omni could only use the implant usage ticket information to confirm the lot numbers of the product reported. Based on the information provided, a review of manufacturing and sterilization records was performed. All implant lot records were reviewed and there were no deviations reported. There was no evidence in the files that showed a correlation between the device and the adverse event. There was no report of defect or failure to meet identity, quality, durability, reliability, safety, effectiveness, or performance of the device.